Event description:
Customer reported hospitalization due to low blood glucose. Experiencing low blood glucose for one month. Customer was unconscious during the arrival to the hospital. Customer stated that she went to bed and that's all she remembers. Sister called paramedics because customer was unresponsive. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.